Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed that the device has malfunctioned. An accident or trauma is not known. Re-implantation is planned.

Manufacturer narrative:
The device investigation revealed a defective welding joint between feed-through pin and the implant coil. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in situ testing showed that the device has malfunctioned. An accident or trauma is not known. The patient was re-implanted.

Manufacturer narrative:
Based on the limited information received, a device malfunction seems likely. This could be caused by several factors, which can be confirmed by device investigation. However despite several inquiries no further information has been received. Telemetry measurements are not available. The root cause for the failure remains unknown until the device has been received for investigation.

Event description:
It was reported that in situ testing showed that the device has malfunctioned. An accident or trauma is not known.